Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to reproduce the reported issue. However, the stm was able to verify event log fault codes 111 and 112 on the date of the reported event. The stm removed, cleaned and reset the coiled cable connections on console and user interface. The stm replaced the safety disk and the tidal volume disk as message was display to replace disks. The stm then performed all functional, pneumatic and electrical safety tests, the iabp passed all tests and was then released to the customer for return to clinical service.

Event description:
It was reported that during a routine check of the cardiosave intra-aortic balloon pump (iabp), the customer removed the display from the cart, the iabp then alarmed and shut down unexpectedly. No patient involvement or adverse event was reported.